Event description:
Boston scientific received information that due to reports of intermittent loss of capture (loc) on the right ventricular (rv) lead, fluoroscopy was performed. Evidence showed this device had moved 5"-6", which was originally implanted sub-pectorally had migrated into the breast area. Most of the slack in the atrial and ventricle lead was gone. It was noted that patient was symptomatic possibly relating to the suspected loc, all measurements were good upon device check. There was no documentation of pauses of available/capture. A new system was successfully implanted on the right side with no adverse patient effects reported.

Manufacturer narrative:
The device was returned to the patient at her request. The leads were discarded following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.